Manufacturer narrative:
The user adjusted the scavenging needle valve to relieve pressure and resolve the issue. No patient information provided to date after calls to customer 01/18/23 and 01/25/23. Legal manufacturer: (B)(4). The user adjusted the scavenging needle valve to relieve pressure and resolve the issue. No patient information provided to date after calls to customer 01/18/23 and 01/25/23. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.